Event description:
It was reported by the aci vascular closure specialist that a 69 year old male patient underwent a diagnostic coronary procedure on 08/01/13. Access was obtained at the femoral head via a 6f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be >7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the patient was getting ready to ambulate, he complained of numbness in his right leg. The patient was sent for a CT scan of the pelvis and leg. The CT scan showed a 10cm x 6cm hematoma and slight nerve compression. The physician reported that the hematoma was an internal hematoma and nothing was done to resolve the hematoma. The patient was hospitalized for observation of the hematoma. The patient was discharged from the hospital the next day. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1315605) indicated that the device lot met all established performance criteria prior to shipment.